Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon interrogation on the following day, it was found that the right atrial (ra) leadless pacemaker (lp) was unable to be interrogated via conductive telemetry. However, once interrogation was successful, it was noted that the ralp exhibited out of normal limits capture threshold, p-wave sensing, and pacing impedance. Chest x-ray was performed and found that the ralp had dislodged and migrated to the pulmonary artery. The ralp was retrieved, and it was noted that its helix was stretched. The ralp was explanted and replaced. Patient condition was stable.